Event description:
The customer reported that during servicing of the device for a different issue, the display showed a double image of the ECG waveform. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.